Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An inventory management specialist reported a "scratch on the lens optic". There was no patient contact. Additional information was provided indicating that the event occurred before surgery. The procedure was completed with another lens.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis and the reported damage was observed. Additional observations were as follows: iol returned pressed down into well area of iol case base, resulting in deformation of the iol. Solution is dried on both surfaces of the optic and haptics. One haptic tip is cracked/fractured-rejectable. The other haptic is nicked/chipped-rejectable at the gusset area. The optic is scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "scratch on lens optic". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed optic damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. The manufacturer internal reference number is: (B)(4).